Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.58 volts and charge time measurements of 8.4 seconds. The local field representative requested a longevity calculation. Technical services (ts) indicated that the device longevity had approximately 1-2 years remaining. Ts discussed the shortened replacement window (srw) advisory and indicated that the device was not exhibiting that advisory behavior; however, the device may still have longevity issues. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.